Manufacturer narrative:
(B)(4). Approximate age of device ¿ 40 days (calculated from the date when the system controller was issued to the patient.) The replaced system controller was received by the manufacturer for evaluation with the internal emergency backup battery uninstalled. The emergency backup battery was installed into the system controller and then connected to a test 14 volt patient cable, power module, and system monitor. Instead of operating in charge mode the system controller operated in run mode, sounding a driveline disconnected alarm. When connected to a test lvad, the system controller would not support the lvad, and continued to produce the driveline disconnected alarm, despite the driveline being connected. When external power was disconnected the controller display screen became blank and blinked on and off. The driveline and red heart status symbols continued to flash red. The controller could not be switched to sleep mode and was powered down by disconnecting the internal emergency backup battery. The system controller was disassembled and testing of the main printed circuit board (pcb) revealed a compromised pfet transistor in the drive circuitry. The compromised component was replaced and the controller was then run with the test lvad. The controller functioned as designed once the compromised component was replaced. A data log file was able to be retrieved from the system controller. The exact time span of the log file could not be conclusively determined due to multiple clock reset events. The log file captured the driveline as disconnected throughout the entirety of the log file and also captured constant low speed hazard, low flow hazard, and pump stopped events, consistent with the controller operating in the run mode without being connected to a driveline. It also captured almost constant emergency backup battery fault alarms. The events captured in the retrieved log file appeared consistent with the compromised component observed during testing. The root cause of the compromised component could not be conclusively determined during the investigation. Reports of similar events will continue to be tracked and monitored. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was transported to the implanting center from a rehabilitation facility without prior notification and no information regarding the event or the alarms received. The vad coordinator thought possibly a low flow alarm may have occurred. The system controller had been exchanged by the clinicians at the rehabilitation facility. Upon arrival, it was reported that the system controller was had been connected to an unplugged power module during transport. The lvad system was running, but was producing low voltage hazard/connect external power alarms. When the lvad system was connected to power the alarms resolved and no further issues were reported. It was reported that the patient was asymptomatic and hemodynamically stable. The system controller that had been removed and exchanged at the rehabilitation facility was sent with the patient to the implanting center. When it was connected to a power module it entered the run mode instead of the expected charge mode and would not enter the sleep mode until the system controller's backup battery was removed. During investigation of the primary system controller that was exchanged at the rehabilitation center, a compromised printed circuit board component was found.